Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had turned the therapy off about 10 days after it was implanted because they were misdiagnosed and it caused them to have a flare and pain. The caller states that they had painful bladder syndrome and interstitial cystitis and it was making them not be able to go to the bathroom. The caller reports that the pain lasted for 4 months and they had "insultation" and infections and had to take medications. The caller reports that amitriptyline was the only thing that would work. The caller needs an MRI and needs help with MRI mode, but caller was very afraid that the therapy would come back on. Reviewed that they could change programs, so in the event that it comes on by mistake, it will come on at 0.1. The caller had never charged the communicator and will charge it now and call back for help. They called back and repeated the same issue previously mentioned. The patient said they would like to have implant removed. Patient was redirected to discuss with their managing physician. With instruction patient connected to implant and practiced placing into MRI mode and then deactivated MRI mode and then turned therapy off. They were emailed the MRI mode information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They clarified that the "insulations" were referring to instillations for ic that were unrelated to the device/therapy. To resolve the infections and symptoms, they had these instillations. The issue was not resolved but no further action will be taken. They did not experience urinary retention prior to the device and their retention did not worsen as a result of the device/therapy. Catheterization was not a standard of care prior to the device. Device removal/replacement was not scheduled or planned.